Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, there was a recoverable fault pointing to the surgeon side console (ssc). Recovering from that fault as well as rebooting the system didn't solve the issue. Since two sscs were connected, the user disabled the ssc causing the recoverable fault on the left master tool manipulator (mtm). The procedure was completed and there was no reported injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the left master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the master tool manipulator (mtm) involved with this complaint to perform failure analysis. The mtm was analyzed, and the reported failure (error 23008 along axis 4) was able to be reproduced during sine cycle.